Event description:
It was reported that pump screen was dark and would not turn on, and that pump button was extremely difficult to press and required multiple presses to turn on the screen. There was no reported impact to the customer¿s blood glucose level. Customer followed instructions to remove pump from case and press button in specific way until screen turned on, planned to use multiple daily injections as backup insulin therapy, and was provided with replacement pump; customer was instructed to put original pump into storage mode, reenter pump settings, reconnect continuous glucose monitor to replacement pump, and return problematic pump using prepaid label, which customer understood and acknowledged.